Manufacturer narrative:
Coother source: medication safety alert. H10: medication safety alert: ¿safety briefs¿. Acute care ismp medication safety alert. (Aug 26, 2021) vol 26, issue 17: p 2-3. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The related primary patient in this event (mother) was reported under MDR report number 1314492-2021-03667. The age of the patient was a newborn infant. Catalog #: reported as 35700. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a baby was born with low apgar score after an emergent cesarean section. It was reported that during treatment in the labor and delivery unit, the mother had experienced a free flow of oxytocin (dose, programmed amount and delivery rate unknown) during therapy using a spectrum pump. It was reported that the infusion was stopped, and the tubing was removed, however the infusion was left connected to the patient, resulting in a free flow of oxytocin into the patient. The infusion was stopped, and the patient required an emergency cesarean section to deliver the baby. It was reported that the baby had a low apgar score. At the time of this report, the patient was recovered from the event without any long-term effects. No additional information is available.